Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one flotrac - vamp adult kit for examination. The reported event of "flotrac device was not airtight" was not confirmed. As received all connections were tight and secure. No visible damage was observed from the kit. No leakage was detected from the kit during a leak test. The reported event of pressure issue with the kit was also not confirmed. Both the flotrac and dpt sensors of the flotrac unit zeroed and sensed pressure accurately on the ev1000 monitor. No error message was noticed on the monitors. Pressure readings were also stable during an output drift test. Electrical testing showed that both input and output impedances were within specifications. Zero-offset also met specification. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. (B)(4).

Event description:
It was reported that during use, this flotrac device was not airtight. The pressure set was functioning at the beginning of the anaesthetic procedure and all connections were previously inspected for leaks, when the set suddenly pulled in air. Blood pressure measurements displayed on the ev1000 were of 82/70 mmhg , so noradrenaline was administered to the patient and the measurements did not change; therefore, a non-invasive cuff was used, showing normal blood pressure values. No error message was displayed on the screen during the event. Finally, the pressure set was changed and blood pressure was again normal. The patient was unharmed and recovered without incident. The flotrac device was available for evaluation.